Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered esophageal fistula requiring surgical intervention and prolonged hospitalization. It was reported by the caller that a physician informed him of a patient that had gone through an atrial fibrillation procedure on (B)(6) 2021 who is now complaining of chest pain and shortness of breath. The patient is believed to have an esophageal fistula and was sent to the emergency room for evaluation and will be going through a repair surgery at the time of the call. The reporter was asked if the smartablate® generator needs to be evaluated. The caller was unaware if the facility would like to have the generator evaluated at this time and will call back later if they do. Additional information was received on (B)(6) 2021. The physician¿s opinion on the cause of this adverse event is that it is procedural (pulmonary vein isolation) related. The patient is in stable and improved condition. The patient required extended hospitalization as he was admitted and required surgery. A smartablate generator was used in the case.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered esophageal fistula requiring surgical intervention and prolonged hospitalization. It was reported by the caller that a physician informed him of a patient that had gone through an atrial fibrillation procedure on (B)(6) 2021 who is now complaining of chest pain and shortness of breath. The patient is believed to have an esophageal fistula and was sent to the emergency room for evaluation and will be going through a repair surgery at the time of the call. The reporter was asked if the smartablate® generator needs to be evaluated. The caller was unaware if the facility would like to have the generator evaluated at this time and will call back later if they do. Additional information was received on 20-dec-2021. The physician¿s opinion on the cause of this adverse event is that it is procedural (pulmonary vein isolation) related. The patient is in stable and improved condition. The patient required extended hospitalization as he was admitted and required surgery. A smartablate generator was used in the case.